Manufacturer narrative:
B3: the event occurred on an unspecified date of october. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. This was observed after filling the bags; however, prior to delivering the bags to patient beside for administration. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: update the quantity to one (1) unit (previously reported as three units). H4: device manufacture date: the lot was manufactured from april 10, 2023, to april 11, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.